Manufacturer narrative:
Device evaluation summary: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. Negative prep was performed and detected a leak. On pressurization of the device a leak was detected from the body of the balloon. Visual inspection confirmed the presence of a longitudinal tear along the balloon. The balloon material was jagged and uneven along the tear site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was being used to touch up a non-medtronic stent graft. It was reported that during the index procedure and use of the reliant balloon twice for touch-up of a competitor's stent graft, a leak was suspected. The reliant balloon was removed from the body and the burst was confirmed by close observation. As per the physician, the cause of the event could not be determined. No additional clinical sequela were reported and the patient is fine.